Event description:
Further follow up identified the patient received effective stimulation postoperatively. Later, the patient experienced autoreduction on the scs system. System diagnostics determined high impedances on the lead. A sjm representative was able to restore effective stimulation through reprogramming which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient lost stimulation after experiencing a fall. X-rays did not reveal any anomalies. Surgical intervention was taken where the lead was explanted and replaced with a new one.